Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print.individual complaint records were created for each observation as needed and reports filed as required.

Event description:
Boston scientific received information that a physician that conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted that may indicate a product performance issue with this right ventricular (rv) lead. Information provided noted that the lead was not replaced at the time of the observation, and available information suggests it remains in service attached to another company's generator. No adverse patient effects were reported.